Event description:
It has been reported to the manufacturer by the patient that 2007, after wearing the mic-key low profile jejunal feeding tube for 6 months, the tube reportedly disintegrated and to be removed surgically with a tweezer and flushing. A big part of the tube was reported to have gone into the intestine but passed without any further intervention. The user reported that there was no injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
No sample will be sent for evaluation and thorough investigation of incident device could not be conducted. The production history for this product code was reviewed finding no similarities to be documented evaluation of the manufacturing process found no areas or tools that could cause this failure mode. A follow-up report will be sent if additional relevant information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.